Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the screen was cracked because the pump fell into the bathroom sink. The customer's blood glucose level was 402 mg/dl and was addressed with a bolus via the pump. As the pump was still functional, the pump would continue to be used for insulin therapy.